Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Reference medwatch 2072227-2014-56990 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 261 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.